Manufacturer narrative:
(B)(4). Date sent: 5/14/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "please clarify "the clips were not loading properly". Did clips not feed or advance into the jaws? Did the clips feed sideways into the jaws? Did the clip feed slower than expected into the jaws? Did more than one clip feeds into the jaws?". Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clips were not loading properly and weren't closing on the vessel completely.

Manufacturer narrative:
(B)(4). Date sent: 7/9/2024. Additional information was requested and the following was obtained: "clip was visible dislodged inside clear feeder of instrument preventing loading of clips".

Manufacturer narrative:
(B)(4). Date sent: 5/30/2024. Corrected data: h6. Medical device problem code. Additional information was requested and the following was obtained: "a clip was visibly seen dislodged in the feeder mechanism. Clips would not advance." H6. Medical device problem code.